Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the handpiece tip caught on fire. The flame was approximately 1/2-inch long. The generator was set to 6 and 6. There were no injuries. Additional information provided states that the heatshrink appeared loose following the flame and that it is unclear whether or not the device was in contact with forceps at the time of the flame/fire. Investigation conclusion: the reported issue was not confirmed. The generator is functioning correctly and no issues were observed during the activation rf power. The test device activated rf upon button press and rf output stopped on button release for the 7-pin test device on both cut and coag. The monopolar rf power output check on cut and coag and the 3-pin bipolar power curve check are within product specifications. The allegation of flame/fire could not be recreated in the laboratory environment. There were no failures found. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, staff reported a flame coming from the plasmablade device tip. The flame was approximately 1/2 inch long. There was no injury to the staff or patient.